Event description:
A 71 y/o male with pmh significant for end-stage ischemic cardiomyopathy s/p heartmate ii (dumc (B)(6) 2016) c/b gi bleeding 2/2 gastric ulcers and rv dysfunction, s/p micra (04/2024), coronary artery disease and chronic kidney disease stage ill who presents after being found down. Log files sent to abbott engineer showed low flow hazard end low speed hazard alarms with pump stop alarm. These events have been associated with a phase to phase short. Phase to phase, pump stoppage, cardiac arrest.